Event description:
According to the reporter, during the laparoscopic total extra peritoneal procedure the valve seal disengaged and was damaged. The silicone ring in valve came out of trocar and there was gas leakeage. To complete the procedure, a new device was used. There wasno harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted that the dissector and trocar balloons appeared to be intact. The lock collars, obturators were received intact. Two insufflation bulbs and one inflation syringe was received. It was observed that the three trocars had the inner circular seals disengaged. One was returned and had damage to the underside of the seal. Pmv performed functional testing: the trocar balloons were inflated; no leaks detected. The holes were covered and the dissector balloons were inflated, no leaks detected. The locking collars functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.